Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. Per the hill-rom user manual, warning: the bed exit system is not intended as a substitute for good nursing practices. The bed exit system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Examine and test the communication junction box. Do a test on the sidecom communication system features for correct operation. Inspect the communication cable, inspect the male and female pins in the plug. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2017. It is unknown if the facility performed any other preventative maintenance on this bed.

Event description:
Hill-rom received a report from the account stating the bed exit alarm was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Field mod z-1816-2017 was issued april 12, 2017 to update the software on the existing products in the field. The anticipated completion date of this field mod is august 2017. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit alarm was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).